Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Review of (B)(6) determined that on revision 12 of abs-1000-s the foam tip applicators were removed from the kit. Review of the DHR for abs-1000-s batch 50191838 shows that this batch was built to revision 12. As a result, the foam tip applicator should not be present.

Event description:
It was reported that the abs-1000-s delivery system did not include the foam tip applicators. Surgeon used cotton applicators that left residue in the joint and did not properly dry the surface for proper contact. The cotton applicators also broke in the joint because they were flimsy, and not what the surgeon expected to use. The procedure was completed.